Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm512.1, -8.00/2.50/89 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in liquid, in vial. Visual inspection found a haptic broken. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).